Event description:
It was reported that screw loosening occurred post operatively. During the initial surgery l4-s1 was treated. Approx nine months post-operatively revision was performed due to adjacent level disease and a loose screw.